Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The reported failure was confirmed and replicated. The vessel sealer extend (vse) instrument was compared to an in-house golden instrument and was found to have the grip ring dislodged at the proximal end. The set screw was not installed in the grip ring. The grip ring was not in its original position and could be manually moved up and down. The grip ring being dislodged affected the operation of the instrument's jaws. The jaws would not open when attempted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument would not articulate. The procedure was completed with no reported injury.